Event description:
The company was informed that the patient's device was explanted due to infection. The patient's infection reportedly originated from untreated otitis media. Advanced bionics is in the process of gathering more information.